Event description:
A peritoneal dialysis (pd) patient¿s contact for a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported that the patient went to the clinic and found out that they have peritonitis and need to use manual solution to add medicine. Upon follow up, the pdrn reported the patient presented to the outpatient dialysis clinic on 10/may/2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1530 mm3, polymorphs = 73%) was collected, and the patient was diagnosed with peritonitis. The patient was initially treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg and ip ceftazidime 2000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive on (B)(6) 2023 for serratia marcescens, and the patient¿s vancomycin was discontinued. The patient was also prescribed a topical antibiotic (nystatin) to utilize while recovering. The pdrn attributed causality to the patient¿s daily use of ¿bar¿ soap instead of the prescribed liquid soap, in addition to reusing a face cloth for multiple showers. The patient and spouse were reeducated, and the patient is recovering from the events. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s), drug(s), and/or device(s). The patient continues to undergo continuous cyclic pd (ccpd) therapy utilizing the same liberty select cycler as before.